Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary two samples and photos received for investigation, upon visual evaluation, one of them with batch 2207003 has the hub color green/light blue and the other sample with batch 2210028 has the hub color dark blue. A device history review was performed for lot 2210028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Change of needle hub color was implemented and approved in september 2022 for 23g needles. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that an unspecified amount of bd¿ quincke spinal needle hubs were blue instead of green. The following information was provided by the initial reporter: "colourcode changes (green to blue) in bd quincke needle 23g without acknowledgement. [14 march 2023] ¿ rcc reviewed the supporting evidence and confirmed there are 2 types of quincke needle which are blue and green."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd¿ quincke spinal needle hubs were blue instead of green. The following information was provided by the initial reporter: "colourcode changes (green to blue) in bd quincke needle 23g without acknowledgement. On 14 march 2023 ¿ rcc reviewed the supporting evidence and confirmed there are 2 types of quincke needle which are blue and green."